Event description:
Plaintiff alleges pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent plaintiff. Alleges loss of consortium.